Manufacturer narrative:
Visual inspection of the returned tibial plate identified that the anterior most medially edge of the rail fractured off. The fractured piece was not returned for review. Bone cement was identified on the anterior portion of the plate. Dimensions were found conforming to print specifications where measured. Sem analysis 1507-001 was performed on the returned tibial plate. Suspected striations were observed and revealed that the tibial plate fractured due to fatigue. Beach marks are visible on the fracture surface and indicate the fracture likely initiated at the corner where the proximal face meets the rim of the plate. No damage, voids, or inclusions were observed neat the suspected fracture initiation site. Eds semi-quantitative elemental analysis revealed that the sample was consistent with tivanium alloy. Device history records were reviewed and no deviations or anomalies were found. One x-ray, undated in the ml view, was returned. It appears as though the rail has fractured and the fractured piece can be observed near the posterior portion of the plate, as highlighted in the returned x-ray. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that "fracture/damage of the prosthetic knee components or surrounding tissue" is an adverse effect. A product history search revealed no additional complaints against the related part and lot combination. The fracture was caused by fatigue, but a definitive root cause of the fatigue cannot be determined.

Manufacturer narrative:
A product history search identified no other complaints for the part and lot combination of the tibial component. X-ray review identified that the post-operative anterior to posterior and lateral x-rays from (B)(6) 2009 show unilateral medial compartment arthroplasty components in typical position with satisfactory fit and alignment. X-rays from (B)(6) 2009 show the components appear to be intact without evidence of loosening, subsidence, or migration. X-rays from (B)(6) 2012 show no evidence of loosening, subsidence, or migration but a transverse lucency involving the medial aspect of the medial tibial plateau was noted, which is consistent with nondisplaced fracture of the component. X-rays from (B)(6) 2015 show a fracture of the tibial plate with displacement of the metallic fragment but there was no evidence of loosening, subsidence, or migration of the components. No gross changes in alignment or position of the components over time were noted during the x-ray review. The x-ray review does not provide additional information that changes the previous root cause.

Event description:
It is reported that the patient was found to have pieces of device floating in the knee. Patient was later revised.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.